Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, "a couple of drops" of fluid leaked from the connection of the tubing and the y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.